Event description:
The abbott poc - covid-19 test -- of inaccuracy and delay of patient care contributing to non treatment of pt through misdiagnosis of covid-19. The current - abbott lab poc - test used for covid-19 that was fast tracked through. Due to urgency has a reported in accuracy of 70 percent. The ER then rely on this test. And provide respirators. The signs of covid-19 include shortness of breath, fever, cough, and a lot of other things that over lap other conditions that can be treated. Currently the poc - covid-19 claim test is that even if you test neg that a reference lab you could be positive and vice verse - these claims are not produce delay of care for more traditional treatments such as pneumonia, asthma, flu, and so many other conditions. This poc test has produced no studies. The test are done in pop up tents. People are told to isolate for 14 days ignoring other conditions and that this covid-19 - concern. Diagnoses for all is what folks deserve which is delay of healthcare and no treatment but are provided a respirator and isolation. There had been no autopsy to further suspected - death due to non treatment as a way to rid - the world of heart patients and other to lower healthcare - which is fraud. The enormous test errors from this covid-19 abbott test that was fast tracked has caused deaths from non treatment and misdiagnoses heart patients asthma etc. Since there is no treatment for covid-19 and experimental than other test, blood test. Politics out of healthcare; patient should be governed by their doctor not the parties in office using this covid-19 to lower healthcare and for population control. For these reasons and with the high death rates in us from this abbott covid-19 - poc inaccurate diagnosis. Test - used in ER and side of road test. I'm reporting abbott covid-19 poc test for investigation and removal as a diagnostic test. Thank you. (B)(6). Manufactured through abbott labs. Various reports from- pt dying in (B)(6) and around states including (B)(6) - etc; all being tested for covid-19. Ignoring all other more accurate test, wasting time and treatment the pt could have had - as state /politics take over medical care. FDA safety report ID# (B)(4).